Manufacturer narrative:
Additional information was obtained from the user facility related to the event. Based on the additional information, it has been determined that the incorrect serial number was provided when initially reported and this report is a duplicate of manufacturer report #8010047-2020-08065. Please reference report #8010047-2020-08065.

Manufacturer narrative:
Olympus is attempting to gather additional information related to this report. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the clv-180 lamp keeps shutting off even after lamp replacement. The reporter stated that the device will fire up for about thirty minutes when the light source shuts off. The reporter stated this event occurred during the middle of a colonoscopy and there was a delay of a few minutes but no patient harm or injury associated to this report. The reporter also stated the intended procedure was complete with the same device.